Event description:
The customer stated that he tested his blood glucose and received a reading of 467 mg/dl using his contour meter. He retested and received a reading of 135 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer alleged that he disposed of the suspect test strips, so no product will be returned. Replacement test strips were sent to the customer.